Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Reportedly, the customer addressed their bg with a correction bolus via the pump. The customer declined to provide additional information regarding the issue.